Manufacturer narrative:
The employee who handled the instrument tray was not wearing proper ppe, specifically gloves, during the time of the reported event. The operator manual states (pp. 2-1), "personal protective equipment. Steris recommends wearing chemical resistant gloves when handling sterilant cup or unloading sterilization unit." The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." A steris service technician arrived onsite to inspect the v-pro max sterilizer and found the sterilizer to be operating properly. The technician ran a test cycle which included two instrument packs and was unable to duplicate the reported event. The sterilizer was returned to service and no additional issues have been reported. A steris account manager offered in-service training on the proper use and operation of the v-pro max and importance of wearing proper ppe. The user facility accepted the offer and is working with steris to schedule a date. The v-pro max sterilizer is serviced and maintained by a third-party service provider.

Event description:
The user facility reported after a completed sterilization cycle, an employee removed an instrument tray for use; a second employee handled the instrument tray and felt a burning sensation on their hands. The employee sought and received medical treatment.

Manufacturer narrative:
Steris became aware of this event on 8/11/2017 and filed MDR 3005899764-2017-00045 on 9/8/2017. Upon receipt of the user facility medwatch # (B)(4) on 11/6/2017 we reviewed our service history and confirmed the event described in medwatch # (B)(4) is the same event which was reported in MDR 3005899764-2017-00045. Following the event, a steris service technician arrived onsite to inspect the v-pro max sterilizer and found the sterilizer to be operating properly. The employee who handled the instrument tray was not wearing proper ppe, specifically gloves, during the time of the reported event. Following notification of the reported event, steris account management and clinical education specialist personnel visited the user facility's location and performed multiple sessions of in-service training with the sterile processing department's management and biomed staff. While onsite, steris personnel reiterated the importance of proper instrument preparation and the proper use of ppe when unloading and handling items from the v-pro max sterilization system. In addition, the clinical education specialist reviewed the facility's instrument preparation area and recommended the facility install medical grade air for the clean side of the spd to assist in drying the items. The specialist also recommended purchasing a drying cabinet to ensure all moisture is removed from items prior to sterilization in the v-pro max low temperature sterilization system.

Event description:
Reference medwatch # (B)(4).